Manufacturer narrative:
(B)(4)

Event description:
During the initial implantation of an implantable neurostimulator (ins), impedances >10000 ohms were measured on contacts 12, 14, 15 when the ins was connected to the leads. Telemetry data also showed contacts 6 and 7 also had high impedances. The connection was checked five times but the impedances remained high. The impedances of the leads were measured separately using a multi-lead cable and all impedances were within normal ranges. When the leads were again connected to the ins, impedances on contacts 14 and 15 still showed >40000 ohms. A new ins was unpacked and used and all impedances were within normal values. There was no health hazard to the patient.

Manufacturer narrative:
(B)(4).